Event description:
The customer reported that the probe on the ortho provue analyzer leaked fluid, resulting in possible reagent contamination. No error codes were posted by the analyzer. Erroneous results were not reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived on site and replaced the wash station, probe, and pcb level detector assay to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the repair.